Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The glass cap exhibits no devitrification at the output window. The metal cap exhibits no charred detritus adhesion on surface. The fiber exhibits a fiber body break between the input connector and the control knob. The fiber was tested with the hene laser and most of the output escapes from the fracture location. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The reported complaint was confirmed.

Event description:
It was reported that, during a procedure, after 30min at 180w vaporization and 80w for coagulation, the fiber was damaged. The fiber was returned, and analysis identified a break between the input connector and the control knob. There were no patient complications reported.